Event description:
The customer reported the loss of image occurred during preparation for use. The device was inspected prior to use of a therapeutic procedure. There was no delay to the procedure. The device was not replaced with another device to complete the procedure. The device was manually cleaned with cidex..

Manufacturer narrative:
This report is being supplemented to provide a correction to b5. The information included in b5 was inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon's occurred due to water invasion of the device by leakage or damage of the charge-couple device unit. The event can be prevented by following the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image. The reported issue occurred during preparation of use for an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scope communication error (e315) present, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image while bending or touching the deformed part of the bending tube. As a result of the deformation of the bending tube, the charge-coupled device unit and cable was damaged. Upon further inspection, scope communication error (e315) was observed while connecting the scope due to a shortage or electrical damage to the plug unit or circuit board. It was also observed that the bending section cover had a leak. It was observed that the electrical safety checks did not meet the criteria. It was also observed that the light guide bundle had fiber breakings. It was observed that the plastic distal end cover was deformed. It was also observed that the glue of the bending section cover was separated. Lastly, it was observed that the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.